Event description:
Nurse received needle stick due to cap coming off hypodermic device and needle penetrating manufacturer's wrapping. There was not pt exposure or blood exposure due to needle stick during incident.